Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
A foreign body was found inside the sterile packaging

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: green marker found inside sterile packaging. Probable root cause: manufacturing/assembly error; incorrect or inadequate packaging; user error.

Event description:
A foreign body was found inside the sterile packaging.